Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that allegedly the patient was implanted with a tritanium acetabular cup in her left hip on (B)(6) 2016 and began experiencing discomfort. It is further alleged diagnostic workup revealed device loosening and the patient was revised on (B)(6) 2019. Allegedly during the revision surgery it was discovered that there was "definitely loosening between the metal shell and the host bone".